Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with near syncope. The pulse generator could not be interrogated, a magnet rate could not be obtained, and there was intermittent pacing noted on the surface electrogram. The pulse generator was explanted and replaced.